Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the electrode array was found to be damaged. The receiver stimulator was explanted (date not reported) and the electrode array was left insitu to preserve the cochlear. Explant of the electrode array and re-implantation with a new device is planned but has not taken place at the time of this report (B)(6) 2016.